Event description:
It was reported that during the initial implant procedure, loss of sensing was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.